Event description:
(B)(4). Excessive and painful cramping, heavy bleeding for more than 7 days, often had bleeding for 2 to 3 weeks of the month, urinary tracts infections, fibroids, tiredness, weight gain.